Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, there was the possibility that the reported phenomenon was attributed to the failure of the electrical circuit board of the video connector and/or the ccd unit due to the water ingress into the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon (no image). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the endoscopic image flickered. The user completed the procedure with the subject device. During the incoming inspection for repair at olympus (B)(4), it was found that there was no image when the subject device was turned on. There was no report of patient injury associated with the event.